Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. No watchdog alarms noted. Unable to confirm a47 alarm and unresponsive buttons due to blank display. The insulin pump was returned without a battery cap; unable to confirm damage. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked reservoir tube window, cracked case at the reservoir tube window corner and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly and damage. Customer's blood glucose at time of incident was unknown. Customer was advised to remove for 5 minutes and insert a battery. Customer stated the pump had a blank display. Customer was explained the possible causes of blank display. Customer found that there is small crack on pump near where battery cap screws in and battery compartment. Customer was unsure how the damage occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer did not troubleshoot for keypad anomaly since pump is going to be replaced due to physical damage.